Manufacturer narrative:
(B)(4). Report source: foreign: country: japan. Complaint sample was evaluated and the reported event was confirmed. Visual review of the pouches shows (1) pouch confirmed with loose blue debris. (4) pieces of loose blue debris were measured against the tappi chart and all pieces are smaller than the .60 sq. Mm. Specification. No other damage was noted. Per zpc 8.400 a total of two (2) particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. As there were 4 pieces of debris within the packaging this is considered nonconforming. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the products when they left zimmer biomet was non-conforming. The root cause is a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. Our incoming inspection team member found debris in the sterile package. No additional information.